Event description:
It was reported that there was oversensing post shock, and short intervals on the right ventricular pacing lead. That lead was capped and the pace/sense pin of the defibrillation lead was then connected to the device and utilized. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010 15:00:04 and (B)(6) 2010 15:00:04. Weekly pace lead impedance trend data shows a abrupt spike increase for max ventricular pace bi impedance=323 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2010, then returning to baseline at 323 ohms on (B)(6) 2010. Two - ventricular nst (non-sustained tachycardia) <=190 ms average v-cycle on (B)(6) 2011 22:04:53 and (B)(6) 2011 09:34:42. Two - vf<=210 ms on (B)(6) 2010 at 09:22:40 and 09:23:42. Ventricular short interval count v-sic=41.8 counts avg/day, in 41.93 days, between (B)(6) 2010 13:08:04 and (B)(6) 2011 11:24:31.